Event description:
On (B)(6) 2012, the patient contacted animas to report that the pump was making a load grinding sound when she delivered a bolus. At the time of the call, the patient reported that she had three unexplained low blood glucose (bg) readings over the weekend. The patient claimed she had 2 readings of 60mg/dl, and one of 40mg/dl. The patient denied developing symptoms and mentioned she does not feel low bgs. The patient reported that she corrected the lows by drinking and eating a snack. At the time of the call, customer support noted the pump was set to the correct date and time. No information regarding the pump settings was obtained. Animas customer support noted that the patient did not implicate the pump. This complaint is being reported because the patient obtained a blood glucose reading equal to 40 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no defect was found. No activity outside normal use observed in the black box or download history. Daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was exercised for 24 hours with no alarms occurring. Force sensor reading is within specification. A 29 hour flow accuracy test was performed on the pump. The pump passed flow accuracy test and was found to be delivering within the required specifications. Opened the pump to investigate. The power flex, the printed circuit board, and the force sensor were tested for intermittent conditions or damage, no defects were found.